Event description:
It has been reported to philips that the unit would not start up. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that the flexvision pc was defective. The fse replaced the flexvision pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.